Event description:
It was reported that the atrial lead had high impedance and failure to capture. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. The distal conductor and proximal conductor were fractured. Blood/body fluid was present on the proximal conductor and in/on the helix mechanism. It was observed the outer insulation was breached cut, there was a white substance on the outer insulation, and the lead was stretched.